Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced a cerebral vascular accident (cva). The procedure had already been completed when the cva occurred. The patient was admitted to the hospital, however, no further information about the patient's condition was available. The catheter is not expected to be returned as it was disposed of by the site.